Event description:
The customer reported that during a system test, the defibrillator gave a "system test failure" and a "service unit" message.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.